Event description:
Had medtronic pain pump installed, had several issues with the pump not activating, or delivering meds. About 15 months after it was implanted the catheter failed. It took 3 months for the doctor to agree it was not working. Five months later catheter was replaced but medtronic refused to replace the pump. Three months after the second surgery there was no reduction in the pain level. Finally the doctor did a scan and determined the second catheter was blocked and would not allow transfer of medication, therefore a third surgery is needed.